Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of implant unknown no part number reported, hence no 510k number can be provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, it was reported that on an unknown date a patient was involved in a mva and was implanted with a six-hole symphyseal locking plate with four locking screws. The patient returned for a follow up visit three weeks post implantation. An x-ray taken on an unknown date revealed unscrewing of locked screws from the plate, and screw was pulling out from bone resulting from complete loss of reduction. Retrospective analysis revealed that the locking screws that had unscrewed and pulled out in the six-hole plate, were misaligned with the threads of the plate during their surgical insertion this is 24 of 24 reports for this event.